Event description:
While this device was expanding another MFR's coronary stent, the balloon of this device burst inside the stent above its rated burst pressure. There has been no claim of injury related to this event. The device is being returned for analysis.